Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item # (IFU/rmf). Pre-existing patient condition noted on the per was smoker/tobacco use. The reported device was being placed on tooth # 3 (universal) when the incident occurred and the implant had been placed for about 11 months 4 days. The reported event could not be recreated due to the nature of the dental device and event (damaged thread). X-ray was provided. Please see attached image 1_xray. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1221084. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1221084) for similar event and no other complaint was identified. Based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the product was not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. PMA/510k: k011028, k013227.

Event description:
Original complaint history: it was reported by the customer that there is something in the chamber of the implant that is preventing the restorative dds to seat the crown. Patient will return for additional appointments. Tooth #3. Customer responded to request for additional information to provide an xray and request a rethreading tool. Customer also responded stating that it was confirmed nothing to be in the chamber of the implant.